Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned and I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached and I-blade damaged, prevented the functionality of the jaw. The jaw was unable to cycle open and close, not all functional testing could be performed with the generator. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: response from affiliate: did the moveable top jaw completely break off of the device? Yes; did the ceramic (on the lower non-moveable jaw) separate or break off? No; did the electrode (on the lower non-moveable jaw) separate or break off? No; did the detached part fall into the patient? Yes; was the detached part retrieved from the patient? Yes; did this cause a change in the plan of care for the patient? Yes surgeon used bipolar for entire case.

Event description:
It was reported that during a hysterectomy procedure, the jaw was broken while taking round ligaments in case and device was not being used further. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.